Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged after fixation. Upon retrieval, the helix on the lp was observed to be damaged. A different lp was used to complete the procedure. The patient was in stable condition.